Manufacturer narrative:
Customer did not provide surmodics with the unique batch number for the complaint device. The unit was not available for further investigation. Additional manufacturer narrative: the complaint could neither be confirmed or denied as the unit was not available for further investigation, no information was provided pertaining to the batch identification number. The root cause could not be determined. Corrected data in follow-up #1: "adverse event" was incorrectly selected, this has been corrected to select "product problem" instead. A incorrect device brand name "dynamis" was provided, this has been updated to the correct brand name "first choice". The initial reporter was incorrectly identified as being the manufacturer, this has been updated to include the details of the distributor who was the initial reporter.

Event description:
The feedback from the customer states that there were difficulties removing the balloon from the patient. They were unable to remove the balloon from the patient, they had to remove the balloon through the catheter. The feedback did not state if there was a patient injury.

Event description:
Follow-up report to submit additional information not known at time of initial submission.

Manufacturer narrative:
Customer did not provide surmodics with the unique batch number for the complaint device. The unit was not available for further investigation.

Event description:
The feedback from the customer states that there were difficulties removing the balloon from the patient. The feedback did not state if there was a patient injury.